Event description:
It was found blood leaked after 40 minutes into treatment. No info if, or how much blood was lost. Blood flowrate: 200ml/min; tmp:160mmhg. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.